Manufacturer narrative:
Ous MDR - during the analysis of the lead, it could be noted that the inner insulation of the lead body was massively damaged about 52 cm distal of the connector pin due to internal fraying. In addition, the insulation of the rope conductor to the rv shock coil was damaged. These damages must be regarded as the causes for the clinical complaint. The observed damage manifestation requires excessive mechanical stress of the lead over a longer period of time. This is probably due to the position of the lead in the implanted state. Diagnostic images to characterize the positional relationships of the implanted system were not available for analysis.

Event description:
Ous MDR. After an implantation time of about 36 months, inappropriate oversensing was reported in the near- and far-field with 92 charges. The ICD and the lead were explanted. Implant date for the lead was not available. Lexos vr-t, MDR 1028232-2008-01552.